Event description:
It was reported that the device cut instead of clipped the vas deferens. A new instrument was opened and used successfully to complete the case. The impact to the pt was reported as "time." There was no pt injury. Additional info was requested, but no additional info was provided.

Manufacturer narrative:
The device had not been returned to the MFR at the time of this report. A supplemental report will be sent if the device is received.